Event description:
The customer reported that the canopy has zipper damage to the large window panel. No patient injury was reported.

Manufacturer narrative:
(B) (4). Zipper damage. Evaluation results: evaluation of the returned product shows that the large window a zipper slider body is open. Large window b zipper slider body is open. (B) (4).